Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose stent was unable to be confirmed as it was implanted in the patient anatomy. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for loose/mislocated/dislodged stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed mid left anterior descending artery. Pre-dilatation was performed and a 3.0 x 28 mm xience v was being advanced to the lesion when the physician felt the stent became loose on the balloon and the stent was intentionally implanted in an unintended site proximal to the target lesion. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.